Event description:
A malfunction was reported with a code malf 12, but the event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any malfunction reappears, which the customer understood and acknowledged.